Event description:
I was given a sample of clear care contact solution. Was never told anything about use, put my lense in to soak, then right in my eyes. The pain was immediate, and unbearable, there are white burns on my eyelid and my eye is swollen and sore. It has not improved, and frankly, it is a product that should not be sold without having a pharmacist explain its use. You should never be able to pull this from a shelf and just use, as that makes it seem like just another rinse solution. People wearing contacts, such as myself, could not even read the table till it was way too late. (B)(6). (B)(4).